Event description:
It was reported that 20 days post deep brain stimulation (dbs) implant procedure the patient experienced a fever, headache, weakness, exhibited unconfirmed viral signs/symptoms resulting in admission to the emergency room (ER). It was noted the implantable pulse generator (ipg) implant site was inflamed and had redness that extended to the right lead and lead extension implant site wherein patient experienced pain. The physician's assessment was that patient experienced dehiscence and edema at the lead and lead extension site and believes the infection is not device nor procedure related, however the reason is unknown. An ultrasound taken of the ipg site revealed accumulation of fluid, and a spinal lumbar tap and cultures were taken. The patient was prescribed oxacillin and underwent a procedure wherein a lavage was completed, cultures taken during procedure tested positive for staphylococcus, as a result the physician opted to explant the devices 2 days following hospitalization. The patient was prescribed cefazolin, was discharged from the hospital and did well post-operatively. Physical analysis of the dbs devices was not performed as they were retained by the facility.

Manufacturer narrative:
Block d2b: additional pro codes nhl, pjs. Additional suspect medical device components involved in the event: product family: dbs-linear leads upn: m365db2202450, model: db-2202-45, serial: (B)(6), batch: 7132877, unique identifier (B)(4). Product family: dbs-linear leads, upn: m365db2202450, model: db-2202-45, serial: (B)(6), batch: 7131186, unique identifier: (B)(4). Product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(6), batch: 7130647, unique identifier (UDI) # (B)(4), product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(6), batch: 7130622, unique identifier (UDI) # (B)(4). Product family: dbs-lead fixation, upn: m365db4600c0, model: db-4600-c, serial: n/a, batch: 34433904, unique identifier (UDI) # (B)(4).